Event description:
In 2008, the patient was implanted with the gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. In 2009, follow-up CT images showed that the ipsilateral limb of the trunk-ipsilateral leg component had come out of the common iliac artery, and was free-floating in the aneurysm sac. This was attributed to distal aneurysm enlargement. A cause for the enlargement was not established, and the diameter increase was unknown. The proximal end of the device remained fixed at the original location in the aortic neck. A reintervention occurred about nine days later. The physician placed an ampatzer on the right hypogastric to occlude it, and then used an iliac extender to extend past the hypogastric. Patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.